Manufacturer narrative:
H3: the pump was returned and no anomalies were found. The catheter was returned. Analysis found a kink and a hole. Concomitant medical products: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) via a company representative (rep) for a patient with an implantable infusion pump receiving dilaudid (hydromorphone) at concentration of 5 mg/ml and dose 0.24mg/day for pain. It was reported that patient had normal end of life pump replacement today ((B)(6) 2021). When the hcp went to aspirate the catheter at the cap, he was unable to get csf return. The hcp freed up part of the pump segment and was able to get minimal return, but not enough to clear the catheter. The hcp decided to tie off the original 8780 catheter and implant a new catheter to ensure that patient received optimal therapy. It was reported that it was unable to aspirate catheter which resulted in a catheter replacement. Factors that have led or contributed to this issue is unknown. The issue was resolved at the time of report. The patient's status at the time of report was alive - no injury.